Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a wire protruding at the distal end of the cannulae. No other details regarding the nature of the event were provided. The user reported surgery was completed successfully and there were no adverse consequences to a patient as a result of this event.